Event description:
It was reported that the pt complained of pain and swelling. Pt will have an x-ray tomorrow.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.